Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned.

Event description:
It was reported that patient had revision surgery due to failed left hip due to instability. Only head was revised.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding instability involving a ceramic head was reported. The event was confirmed. Medical records received and evaluation: a review of the provided information by a clinical consultant confirmed the event but could nor determine a root cause. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including return of device, x-rays, patient history, progress notes is needed to fully investigate the event.

Event description:
It was reported that patient had revision surgery due to failed left hip due to instability. Only head was revised.